Event description:
It was reported that the left ventricular lead had high impedance and no capture. A fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and all conductors were fractured. It was also noted that all conductors had blood/body fluid (not obstructed), all conductors were melted, and the outer insulation was melted.